Event description:
It was reported that this right ventricular (rv) lead exhibited a suspected loss of capture and shock lead impedance measurement greater than 200 ohms. (B)(6) technical services (ts) reviewed device data and noted that the suspected loss of capture was likely fusion associated with a deflection on the shock channel. Ts suspected that the out-of-range shock impedance measurement could have been associated with fracture or a spring contact issue and recommended in clinic lead check. This lead remains in service. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).